Event description:
On (B)(6) 2013, a pt with extreme scarring returned with an arterial clot on left lower extremity. The physician inserted the sheath through the right femoral leg and went up and over the bifurcation with the flexor sheath. Processed with angio-jet and they were trying to perform a catheter exchange when the sheath broke at the side arm hub while removing the device. A hemostat was used to pull the sheath back and at that time it fractured under the pt's skin. The pt was sent to operating room for cut down at which point the entire device was removed and the pt is doing satisfactory.

Manufacturer narrative:
Removal of device portion is not labeled. Device: fitting separation is not labeled. No product has been returned; however, the customer reports that the fitting assembly separated from the sheath. Furthermore, instructions for use (IFU) informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Confirmation based on customer's statements of the event. Devices are 100% inspected for fitting security. Without benefit of inspecting the complaint device, it is difficult to determine with certainty why the failure mode occurred resulting in significant harm to the pt where physician intervention was required to surgically remove the device segment. The appropriate internal personnel have been notified of this occurrence and we are continuing our monitoring of complaints for this failure mode. Quality engineering evaluated the risk and determined with the addition of this event, no risk reduction activities are required.